Event description:
Attempts for additional information have been unsuccessful.

Event description:
On (B)(4) 2013 information was received from the reporter that the patient was experiencing an increase in seizures and an altered perception of stimulation. A review of the manufacturer¿s programming history database was performed, showing that data was observed from (B)(6) 2009 (date of implant) to (B)(6) 2012. Multiple diagnostics tests were performed, showing that all was alright with the generator. The device was last at a 50% duty cycle. A battery life calculation was performed based on the available data and programming history for the generator, revealing is not yet at near end of service and the end of service flag is at no. Follow-up determined that the generator¿s pulse width and signal frequency were recently adjusted to increase the patient¿s comfort, to the point where she is unable to feel the stimulation. She was able to tolerate a more recent increase in output current. Her medications were also increased and it was stated that the patient¿s seizure frequency is on a big uptick and that her generator will be monitored for potential replacement in her next physician visit in september. Attempts for additional information are in continuation.